Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq0604 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage occurred during the catheterization.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the problem could not be reproduced. One 4 fr single lumen groshong nxt catheter was returned for investigation. A blue injection cap was returned attached to the luer. Use residue was observed on the device. The sample was flushed with water using a 10 ml syringe and was found to be patent to infusion. The catheter was pressurized and no leaks were observed. As no leaks were observed during infusion or pressurization, the complaint is unconfirmed. A lot history review (lhr) of rebq0604 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage occurred during the catheterization.